Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily calcified left superficial femoral artery. During retraction of the 2.5x30 mm rx trek balloon catheter from the patient after a failed attempt to cross, the distal end, including the balloon caught in calcium and separated and remained in the anatomy. A snare device was used to capture the separated distal tip and balloon fragments. The procedure was abandoned due to the calcific nature of the vessel. No additional information was provided.